Event description:
It was reported that the insulin pump alarmed failed battery test. The caller did not observe any damage to the battery cap. The user was advised to wipe the battery cap with a dry cotton swab and to insert a new battery. The caller was advised to monitor the device. The caller did not know the blood glucose reading. The customer was advised that the battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.